Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure, the endoeye flex 3d deflectable videoscope had an image abnormality. There was no patient harm in this reported event.